Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed and/or when additional information is received from the hcp.

Event description:
It was reported that during a transurethral needle ablation of the prostate, the needles on the positive handpiece failed to retract. After the sixth lesion, the physician attempted to retract the needles and it felt as if something had disconnected. Also, he could not dial down to a smaller needle length. The manufacturer's representative was present and able to disassemble the handpiece while in the patient and manually retract the needles. A new handpiece was used to complete the procedure. No serious injury to the patient was reported.